Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined to remove site, so root cause could not be determined. Customer's blood glucose was 100 mg/dl. Tandem technical support attempted follow up with customer, but customer did not respond.